Manufacturer narrative:
This report is submitted on march 14, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance and a lack of clinical benefit with device use and subsequently the device was electively explanted on (B)(6) 2019. The patient has not been reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on may 15, 2019.